Event description:
The dr. And resident were doing a cystoscopy and ureteroscopy to removed stones from right kidney and then remove the stent from the left ureter. When the resident was removing the stent, it broke, leaving a portion of the stent in the upper left ureter. After several attempts, we were unable to remove the piece. We placed a new left ureteral stent and will bring the patient back at another time to remove the piece that was broken off. The piece was retrieved percutaneously thru the back later at no charge to patient and no injury do to this event.